Event description:
The report received from the affiliate indicated that the carton of catalog # c08100ml, lot# 14038657 was imported but the pouch and product was catalog # c07060ml, lot# 14038651. The carton was perfectly intact when received and had two closure labels. The device and packaging have been received for analysis.

Manufacturer narrative:
Please note that this device is available for analysis, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.